Event description:
It was reported that an error message was received when attempting to interrogate the device for hv lead impedance. The patient was asymptomatic. Programming recommendations were given in order to obtain impedance measurements. Physician elected not to make program changes based upon historical lead impedances and because the issue did not impact patient safety. The patient was stable and discharged following the procedure.